Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no nonconformance or deviations were noted. The job orders for the lower level parts were reviewed and no deviations, nonconformances, or anomalies were noted. In addition, no similar complaints for this lot number have been noted. Based an analysis of the sample and position where the cannula broke, it looks like excessive force was applied when turning the handle. Per information received from the complainant via the distributor, the patient developed a haematoma post procedure but he had significant coagulopathy (disseminated intravascular coagulation) that took many days to correct. The coagulopathy was the likely cause of the haematoma. There was more trauma from the bone marrow biopsy than normal due to the force needed to remove the needle. Any contribution to bleeding from the broken needle was likely to have been very minor due to pre-existing coagulopathy. The haematoma was treated conservatively."

Event description:
Patient had very hard bone. During first ¿turn¿ of needle when trying to detach bone marrow trephine, the handle head of the needle snapped off, near the handle itself, needed orthopaedics to remove with pliers as could not remove needle myself. Caused anxiety/distress to patient¿s family, but no major injury (though may have contributed to site bleeding/haematoma.